Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. A definitive cause of the fire could not be determined, but it is believed that the fire initiated from one of the cables to the computer monitor. It is unknown if the cables were provided from beckman coulter or from another source. The fse repaired the instrument, including removal of dust and debris caused by the fire extinguisher and replacement of the monitor and cables. (B)(4).

Event description:
A customer in (B)(6) reported a fire occurred on the laboratory's au5800 chemistry analyzer. There was no report of an injury or harm to patients, users or other persons attributable to the device in this event. The instrument was not in use at the time the fire occurred. Open flames were reported. The security personal at the facility extinguished the flames with a fire extinguisher. After the incident, the laboratory reported the circuit breaker tripped and the laboratory was without power.